Event description:
Noticed my pump record of insulin active could not be correct. I checked my 630 pump and the retainer ring was missing and the insulin was not being pumped as requested. FDA safety report ID# (B)(4).